Manufacturer narrative:
(B)(4).

Event description:
The user was expecting normal readings (high 90s or 100 %). The sensor had been in use 10 minutes. The spo2 reading ended up being low at 74 %. They determined that this is low based on the condition of the patient. There was no patient harm.